Event description:
Ethicon endo surgery, inc harmonic ace scalpel curved shears with pistol handle and hand control fell apart during the procedure. All pieces were retrieved. No harm to pt. The hand piece that is like an alligater clip broke off. Surgery was in 2006.